Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing on the ra and rv leads was reported. The leads were replaced. The explanted leads were discarded.